Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that, during a routine daily check, the shock button was unable to be pressed on one of the paddles of the heartstart xl defibrillator. There was no reported pt involvement.